Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305165 and lot number 2244945. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported while using bd precisionglide¿ 21 g x 1 in. There was a hole in the hub. There was no report of patient impact. The following information was provided by the initial reporter: product had a hole in the hub.